Manufacturer narrative:
No button response due to corroded keypad traces. No ramping numbers noted. Unable to test insulin pump for over-delivery of insulin due to no button response. The insulin pump had scratched reservoir tube window, lcd window and case.

Event description:
It was reported that the insulin pump over-delivered insulin. The numbers are ramping without input. The current blood glucose reading is 146 mg/dl. Customer stated that numbers are ramping when showing the bolus amount. Customer sleeps with the insulin pump and may have pressed on the buttons while sleepting. The insulin pump will be replaced. Nothing further reported.